Event description:
It was reported that the apix table would boot up, but would not function prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu, control module board, and battery pack were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.